Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on routine post-procedure chest x-ray, it was noted the patient had a trace left apical pneumothorax. The patient was asymptomatic with ambulation and oxygen saturation were stable. The patient was discharged home. On a second wound check and follow up chest x-ray, there was no pleural effusion or pneumothorax. The device and left ventricular (lv) lead remain in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.